Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that a drop out of the electrograms (egm) was observed and that the egms appeared like "chalk" could not be confirmed but was deemed plausible. It was determined at analysis that the mobile programmer application lost connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to procedure when testing the mobile programmer application, a drop out of the electrograms (egm) was ob served multiple times. It was noted that for a short period of time the egms appeared like "chalk". Troubleshooting steps were taken to include ending the session on the analyzer and restarting however the issue persisted. Further troubleshooting steps were taken to include closing the mobile programmer application to attempt to resolve the issue. Performance data from the mobile programmer application was received and it was determined at analysis that the mobile programmer application lost connection. No patient complications have been reported as a result of this event. Application version: 4.2.3 host tablet os version: 18.5.